Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer was not open due to drawer board was not functioning. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer found drawer board failure during investigation. Replaced drawer board. Customer performed narcotics drawer inventory. Station confirmed operational. The system functioned as intended after the field service engineer repaired the device.